Event description:
Further information was received indicating the device was reprogrammed on (B)(6) 2021 to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During remote follow-up, post-paced t-wave oversensing due to fusion was observed. Abbott technical support was contacted and recommended reprogramming to resolve the event. Further information was requested but not received. The patient was stable.